Event description:
Reporter indicated that the site's (B) (4) handheld computer will not hold a charge. Reporter states that they do not keep the handheld plugged in until two days before a pt comes in. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.